Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Cartridge was loaded without changing supplies. There was no reported impact to blood glucose.